Event description:
It was reported that the insulin pump had scratches on the screen from daily device use. The blood glucose reading was 123 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window, reservoir tube and battery tube threads. The unit was also received with a minor scratched lcd window.